Event description:
A caller reported experiencing a cartridge alarm 30 with their pump, although this did not cause the customer's blood glucose level to exceed 500 mg/dl. As a result, tandem technical support arranged for a replacement pump to be sent to the customer. In the meantime, the customer was instructed to switch to multiple daily injections (mdi) to ensure continuous insulin delivery. The customer was also guided on how to place the current pump into storage mode before returning it and was advised on the steps to take once the new pump is received.